Manufacturer narrative:
Additional/updated information was added to reflect an expanded evaluation being performed on the device. The result of the evaluation was that the right rear wheel was bent and did not roll straight. As it rotated, the wheel came as close as 1/8 of an inch to the arm rest and then moved as far away as 1/4 of an inch. Therefore, the original complaint issue was confirmed.

Event description:
Provider states that the right wheel rubs against the frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the right wheel rubs against the frame.